Event description:
The patient's device was explanted due to lack of efficacy and pain. The explanted suspect device has not been received to date. No further relevant information has been received to date.